Event description:
The patient experienced a loss of stimulation which began about 4 weeks ago. It was noted that the patient fell on his right knee about 6 weeks ago. The device was implanted on his left side and the device was not hit during the fall. Impedance showed measurements of >3600 ohms. Further information was requested.

Manufacturer narrative:
(B) (4).